Manufacturer narrative:
.

Event description:
The customer reported an oil mist coming from their unit. The customer denied any report of physical symptoms related to the oil mist. The asp field service engineer repaired the unit.